Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm during bolus. Customer's blood glucose was 400 mg/dl. Customer reported the alarm was resolved by an infusion set change. Customer's mother was unable to complete troubleshooting due to customer not being present at time of call. Customer will not be returning the device for analysis.